Event description:
It was reported that the ilet pump generated alert 67 and the alert was verified in the device history; the user was instructed to restart the pump, which preserved therapy settings and data, but the alert recurred and the device was replaced, with education provided on backup therapy and device shutdown. Symptoms included hyperglycemia, with a highest blood glucose of 295 mg/dl lasting about an hour and a half, without ketone testing, medical intervention, or immediate health effects. Outcomes included temporary use of backup multiple daily injections and uninterrupted cgm use. Investigation included review of device history and customer interview, with guidance to perform a device restart and assessment of post-restart behavior. Investigation of the device engineering logs confirmed previous alert 67 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."